Event description:
Event description guidant received information that at one day post-implant, this right ventricular lead exhibited poor threshold measurements, and was suspected of having dislodged. It was later confirmed that the active lead helix was not deployed during the initial implant. During a revision procedure to address this issue, the helix mechanism could no longer be deployed and obtained poor r-wave measurements. It was noted that the lead's terminal pin may have been over-rotated during attempts to extend/retract the helix.